Event description:
Potential for injury associated with a tdxsi power chair veering to the left. This event can cause the device to have unintended movement and injury may occur to the user or bystanders.